Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure, the implantable pulse generator (ipg) failed to pace correctly. It was also noted that the right ventricular (rv) lead exhibited no capture, failed to deliver high outputs and also pace appropriately. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.